Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was a technical issue. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed an electrical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis test could not be performed due to damage during the residual gas analysis testing process. The internal inspection revealed the header assembly to be detached from the hybrid assembly to be detached from the hybrid assembly and broken bond wires, which was included during the failure analysis process. The reported complaint of impedance issues could not be verified during this analysis, which was limited in some respects due to the electrode array being cut prior to receipt, as well as damage induced during the residual gas analysis test. This device passed all of the electrical tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.